Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block b3: date of event: date of event was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat bleeding during procedure performed on (B)(6) 2024. During the procedure, the doctor navigated the scope into position, but the clip appeared to bend, preventing it from being delivered through the catheter. The procedure was then completed with another a resolution 360 clip. There were no patient complications reported because of this event. The patient condition at the conclusion of the procedure was reported to be stable.